Event description:
It was reported that the ilet bionic pancreas was exposed to rain, became soaked, and subsequently failed to power on despite being connected to a wall outlet charger that was able to charge a phone; the user¿s blood glucose was affected with a reported value of 212, and the user transitioned to subcutaneous insulin using a pen. Symptoms included hyperglycemia without other reported symptoms. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user, including a request for a video of the device and charger. Investigation of this case revealed evidence consistent with moisture damage associated with a seal issue, with the affected component identified as the device seal. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.